Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer completed an infusion set change to address the occlusion, however, the alarms persisted. Blood glucose (bg) was above 700 mg/dl. The customer went to the emergency room and was subsequently hospitalized with diabetic ketoacidosis. System check with tandem technical support indicated that the blockage was located within the cartridge. Bg was treated with intravenous insulin, saline, and potassium. Reportedly, treatment resolved the issue and customer did not sustain any permanent damage. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.